Manufacturer narrative:
A field service engineer (fse) evaluated the event on 10/07/2015 and found that the source of the leak was the waste tubing and waste filter. The fse replaced the waste tubing and waste filter to resolve leak. The fse also observed wbc voteouts (xxxxx) and samples failing differentials. The issue was resolved by replacing the wbc aperture (ap1) and bath, the hgb lamp and the vacuum isolator chamber (vic or vc1). The fse performed verification of instrument to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported that approximately 15 ml of blue fluid leaked from the coulter ac t diff 2 analyzer onto the counter while rebooting the system. Instrument generated wbc and differential aperture alerts on proficiency test, controls were within acceptable range. The customer wore personal protective equipment (ppe) at the time of this incident consisting of a: lab coat, goggles and gloves. There was no biohazard exposure to mucous membranes or open wounds. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.